Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the problem reported by the customer. The fsr performed an ovp and performance check. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator stopped working during transport while in use on a patient. The customer has not provided further information on the patient but did not report there was any patient harm or injury.